Event description:
It was reported that during the conduction system pacing (csp) case, high pacing impedance was noted on the right ventricle (rv) lead. Despite multiple attempts, the lead was not used and the physician elected to complete the procedure with a different lead. There were no patient consequences.